Manufacturer narrative:
H3, h6: one ultra-fast-fix curved device used for treatment and returned for evaluation. Instructions for use contains recommendations and precautionary statements for proper use of product. This product has no automatic deployment mechanism. Anchor advancement, positioning and deliberate stripping off the needle is controlled by the user. The outer protective blue split cannula was returned protecting the needle. T1 was not returned. Torn, frayed and knotted suture was returned. A partial anchor t2 anchor was returned. It appeared to have tiny pieces sheared off in the front as well as the back of the anchor. There were remains of bio matter and unusually knotted and damaged suture attached. The depth limiter was attached, roughly trimmed and slightly short of the inner blue-green sheath. The needle was pushed near the device handle toward the right. It was also bowed. The actuator was returned fully forward. The symptoms indicate difficulty with reaching desired anchoring location. Per instructions for use: ¿a snap or click will be heard when the trigger is fully advanced, ensuring that the implant is fully seated at the end of the needle. Do not bend delivery needle. It is normal to encounter resistance prior to achieving the ready position. Do not use sharp instruments to manage or control the suture.¿ complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution. No further investigation warranted at this time.

Event description:
It was reported that during a meniscus repair surgery it was found that the t1 cannot be secured in the meniscus. No patient injuries or significant delays reported. Surgery was finished using a back-up device. Results of investigation showed a trigger fully advanced and a t2 implant that was broken in the front and back of the anchor, with presence of bio-matter. This means that the event may necessitate medical or surgical intervention, such as retrieval of device fragments from the operative field which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.